Event description:
The customer reported that the 840 ventilator was inoperative. There was no patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse replaced the graphical user interface (gui) and backlight inverter pcb. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).